Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were wet, and blood was present in both header caps. During the gross visual examination, a crack was observed on the non-cavity ID end. The crack measured approximately 8 cm in length. The crack began at approximately 5 degrees, with the dialysate ports at 0 degrees, and extended diagonally to the right side of the threads and curved back toward the top of the header where it ended at approximately 340 degrees. There were no witness marks present that would suggest a potential cause of the observed damage. There was no other damage or irregularities noted on the returned sample, especially around the dialysate ports. The device was subjected to a laboratory leak test in which the sample was submerged in water and pressurized incrementally. An external leak was observed in the form of a steady stream of bubbles originating from the non-cavity ID end header cap, at approximately 5.0 pounds per square inch (psi). A leak from the header may give an appearance of a dialysate port leak as the accumulation of fluid may occur at the dialysate port. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event, however, a cause for the crack could not be established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility program manager reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow up with a registered nurse (rn) at the facility revealed that the blood leak was not noticed until the patient¿s treatment was completed. Blood was observed dripping out of the arterial hansen connector when it was disconnected post-treatment. The arterial hansen connector was bleached and then reconnected to the holder on the machine. The venous hansen connector was removed next, and blood reportedly ¿squirted¿ [sic] out from the venous end of the dialyzer when it was disconnected. The machine, a fresenius 2008t, did not alarm. There was no blood leak observed during the patient¿s treatment. No damage was noted on the dialyzer, and it was inspected both before and after the treatment. The patient was using fresenius bloodlines. Blood leak test strips were not used as it was not deemed necessary. The patient completed their treatment on the machine and the reported blood loss was minimal. The rn estimated the blood less to be less than 5 ml. It was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine was pulled from service and reportedly passed all functional testing. No parts were replaced. The blood leak detector was inspected and there were no issues with it. The machine was subsequently returned to service. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.